Event description:
Customer reportedly received result of 221 mg/dl on the aviva system and 117 mg/dl on professional's meter within 10 minutes. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.